Event description:
Customer claims that the canopy zipper is broken. Customer could not specify which panel was damaged. There was no pt injury reported. Eval for the returned canopy shows that the panel sides a and b slider bodies are open.

Manufacturer narrative:
(B) (4). Zipper damage. Eval for the returned canopy shows that the panel side a and b window zippers slider bodies are open. (B) (4).